Manufacturer narrative:
Final analysis found a partial lead measuring 8.7 cm with the connector portion returned for analysis. All damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient expired. There is no allegation from a health professional that suggests the death was related to the device. The cause of death is unknown. No further information is available at this time.

Manufacturer narrative:
Correction: the concomitant lead was submitted incorrectly as bny090415; (B)(4). The correct lead should be 2088tc/46 (B)(4).